Manufacturer narrative:
The biomedical engineer reported that the display on their central nurses station (cns) went blank. The customer reported a black screen on the monitor. The unit was on patient use at the time and they are down one monitor because of this issue. The customer was sent an exchange unit to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the display on their central nurses station (cns) went blank.

Manufacturer narrative:
The biomedical engineer reported that the display on their central nurses station (cns) went blank. The customer reported a black screen on the monitor. The unit was on patient use at the time and they are down one monitor because of this issue. The customer was sent an exchange unit to resolve the issue. Nihon kohden received the malfunctioned unit. The monitor will be scraped/recycled.